Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed quality control precision runs to verify system performance. The customer will monitor the system. The cause of the discordant tni-ultra results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated on an alternate advia centaur instrument, matching the lower result obtained on the original instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.